Event description:
Caller reported a cartridge alarm 30 during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer will continue using the current pump and was informed by technical support that a replacement pump with updated software will be sent. Caller was provided instructions for storage mode and agreed to return the problematic pump within 10 days using a pre-paid label.